Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: there were call service (cs 078) alarms observed in the black box. The rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no alarms occurring. Unrelated to the original complaint, the battery compartment was cracked and moisture was observed behind the display lens. The leak test failed at the display lens. The pump was opened and moisture was found internally.